Manufacturer narrative:
The problem described by the partner`s service technician that the led was defective could be verified. The biomedical engineer replaced the alarm lamp board on site. Hamilton medical ag initiated a CAPA_2023_08_0097 to investigate such complaints. Our supplier of the alarm lamp board was contacted, and the defective alarm lamp boards from different cases were sent to him for further analysis. However, the supplier of the leds in the alarm lamp boards rejected a deeper analysis, since leds in question were outside the warranty period. The defective alarm lamp boards from different cases were further analyzed by the external expert ( fraunhofer institute). According to the investigation report, the contacts of the leds on the alarm lamp board are covered with a conductive silicone adhesive as potting compound. This potting compound is gas-permeable, so gaseous corrosive particles can penetrate this material and lead to chemical corrosion of the surface. The silver (ag as part of the conductive adhesive and of the premold leadframe pads incl. The wire bond pads) inside the package is chemically oxidized. Most oxides show an increase in volume regarding the prior silver volume and partly penetration of the potting. By this increase in volume a delamination of the potting and maybe the glue dye is possible. If this happen, the led may fail. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: during the preventive maintenance in test mode 20 the red alarm lamp is not functioning. Logs and photo attached provided by customer.

Manufacturer narrative:
The problem described by the partner`s service technician that the led was defective could be verified. The biomedical engineer replaced the alarm lamp board on site. Hamilton medical ag initiated a CAPA_2023_08_0097 to investigate such complaints. Our supplier of the alarm lamp board was contacted, and the defective alarm lamp boards from different cases were sent to him for further analysis. However, the supplier of the leds in the alarm lamp boards rejected a deeper analysis, since leds in question were outside the warranty period. The defective alarm lamp boards from different cases were further analyzed by the external expert ( fraunhofer institute). According to the investigation report, the contacts of the leds on the alarm lamp board are covered with a conductive silicone adhesive as potting compound. This potting compound is gas-permeable, so gaseous corrosive particles can penetrate this material and lead to chemical corrosion of the surface. The silver (ag as part of the conductive adhesive and of the premold leadframe pads incl. The wire bond pads) inside the package is chemically oxidized. Most oxides show an increase in volume regarding the prior silver volume and partly penetration of the potting. By this increase in volume a delamination of the potting and maybe the glue dye is possible. If this happen, the led may fail. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer 147779. Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the led failures was chemical corrosion due to the gas permeability. The partner service technician replaced the alarm lamp board pn 159272 to solve the issue and performed the complete service software. The ventilator was then released for use on the patient. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since medical personnel may not be visually alerted as intended/needed (however audible alarms are working).

Event description:
Hamilton medical ag received the following incident description: during the preventive maintenance in test mode 20 the red alarm lamp is not functioning. Logs and photo attached provided by customer.

Manufacturer narrative:
The problem described by the partner`s service technician that the led was defective could be verified. The biomedical engineer replaced the alarm lamp board on site. Hamilton medical ag initiated a CAPA_2023_08_0097 to investigate such complaints. Our supplier of the alarm lamp board was contacted, and the defective alarm lamp boards from different cases were sent to him for further analysis. However, the supplier of the leds in the alarm lamp boards rejected a deeper analysis, since leds in question were outside the warranty period. The defective alarm lamp boards from different cases were further analyzed by the external expert ( fraunhofer institute). According to the investigation report, the contacts of the leds on the alarm lamp board are covered with a conductive silicone adhesive as potting compound. This potting compound is gas-permeable, so gaseous corrosive particles can penetrate this material and lead to chemical corrosion of the surface. The silver (ag as part of the conductive adhesive and of the premold leadframe pads incl. The wire bond pads) inside the package is chemically oxidized. Most oxides show an increase in volume regarding the prior silver volume and partly penetration of the potting. By this increase in volume a delamination of the potting and maybe the glue dye is possible. If this happen, the led may fail.

Event description:
Hamilton medical ag received the following incident description: during the preventive maintenance in test mode 20 the red alarm lamp is not functioning. Logs and photo attached provided by customer.